Manufacturer narrative:
The investigation of positioning issues and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. The pump was implanted with no issues. While changing the peel away sheath and inserting the repo sheath, the pump went into the ventricle and kinked the cannula, requiring the pump to be explanted and replaced. The physician reported friction while inserting the repo. No vessel conditions noted. Excessive force stated to have been applied. No product returned. The cause of the product damage cannula kink was most likely use related as excessive force was used during the exchange of the repo sheath leading to malpositioning and cannula kink. The cause of the positioning issue was most likely use related to the pump going into the ventricle during the exchange of the repo unit with excessive force applied. H6 medical device problem code 3009 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27825.

Manufacturer narrative:
The impella cp was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the impella cp pump was kinked. While changing the sheath the impella went into the ventricle and kinked. The pump was exchanged for another impella cp and the patient survived.